Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that his sensor was not working. His blood glucose was 189 mg/dl at the time of reporting. She was advised that the sensor would be replaced. The reportedly faulty sensor is being returned. No additional information was reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.